Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Initial reporter telephone number: (B)(6). The patient interface (pi) is not being returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device was performed. All devices meet material, assembly, and performance specifications at the time of product release. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lack of suction occurred repeatedly. The patient's surgery was postponed. No technical problem with the machine itself was noted. Through follow-up we learned that this issue occurred while the laser fire. No additional information was provided. This report is 1 of 3.